Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose values while using the ilet bionic pancreas, with no reported infusion set leaks, no pump alarms, and a belief that the device was not delivering sufficient insulin; troubleshooting and education were provided, and the user was advised to consult a medical professional for potential factory reset guidance. Symptoms included hyperglycemia with a reported peak of 260 mg/dl and approximately two hours above target. Outcomes included no hospitalization, no medical intervention, no back-up therapy use, no ketone testing, and no immediate health effects. Investigation included complaint evaluation and user troubleshooting. Investigation of this case revealed an unclear cause with no device alarms or obvious infusion set issues reported. It was concluded that the event involved hyperglycemia with cause unclear and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.